Manufacturer narrative:
Section d6: correction. Manufactures investigation conclusion: the patient remained ongoing with lvad support until receiving a transplant on (B)(6) 2020, (reported under MFR # 2916596-2020-03657). A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
User facility medwatch report # 3601800000-2020-8119 was received: it was reported that the patient presented with (B)(6) driveline infection requiring surgical incision and drainage, IV antibiotics, and vacuum dressing for management. The patient was placed on a higher listing for heart transplant due to the complexity of this infection.